Manufacturer narrative:
Lot review: a review of lot# 3355383 showed that (B)(4) units were manufactured, tested, inspected and released in november 2016, citing no exception documents. Visual inspection: received six (6) used 01c-mc100, microclave clear connector, lot# 3355383. Mating devices: one (1) new infusion set model unknown, manufacturer - shinva ande healthcare apparatus co.,ltd. One (1) new 20ml single use syringe, manufacturer - wego. Functional testing: a new shinva ande healthcare infusion set was returned. At the distal end of the infusion set was a needle set. A needle set is incompatible with microclave and will cause damage resulting in leakage. The needle set was disconnected from the infusion set and the male luer lock was evaluated. The male luer lock had an inside diameter of 0.119" which is incompatible with the 01c-mc100 microclave. A mating device with a male luer inside diameter larger than 0.110" can result in seal damage that will result in leakage. A new wego 20ml luer slip syringe with an infusion needle was returned. A infusion needle is not compatible with 01c-mc100 microclave and will cause damage resulting in leakage. The syringe male luer was measured and found to be compatible with 01c-mc100 microclave. Each bag of 01c-mc100 microclave were investigated individually: bag 1: one used 01c-c3300 microclave connector was returned. The seal was stuck down with a fold over stick down where the spike punctures the side wall of the seal below the top surface of the seal. Silicone seal: puncture through the sidewall below the top surface. Spike: no damage or anomalies. Body: no damage or anomalies. Bag 2: three used 01c-c3300 microclave connectors were returned. None were stuck down, but each had silicone seal tearing on the top surface. Sample 1: used 01c-c3300 microclave was not stuck down when received. Silicone seal: seal tearing on the top surface to the edge. Spike: no damage or anomalies. Body: no damage or anomalies. Sample 2: used 01c-c3300 microclave was not stuck down when received. Silicone seal:seal tearing on the top surface to the edge. Spike: no damage or anomalies. Body: no damage or anomalies. Sample 3: used 01c-c3300 microclave was not stuck down when received. Silicone seal: seal tearing on the top surface to the edge. Spike: no damage or anomalies. Body: no damage or anomalies. Bag 3: one used 01c-c3300 microclave connector was returned. The seal was not stuck down. Seal tearing was observed on the top surface extending to the edge. Silicone seal: seal tearing on the top surface to the edge spike: no damage or anomalies. Body: no damage or anomalies. Bag 4: one used 01c-c3300 microclave connector was returned. The seal was not stuck down. Seal tearing was observed on the top surface extending to the edge. Silicone seal: seal tearing on the top surface to the edge spike: no damage or anomalies. Body: no damage or anomalies. Investigation/analysis/conclusion: the returned shinva ande healthcare infusion set and wego 20ml syringe with infusion needle were evaluated for compatibility with 01c-mc100 microclave. Both the shinva ande healthcare infusion set and wego 20ml syringe with infusion needle had elements of the assembly that were not compatible with microclave. The shinva ande healthcare infusion set had both the winged needle set and a male luer that are not compatible with 01c-mc100 microclave. The wego 20ml luer slip syringe infusion needle as received is incompatible with 01c-mc100 microclave. The luer slip syringe itself is compatible with 01c-mc100 microclave. The 01c-mc100 microclave with the fold over stick down is very uncommon when accessed with compatible mating devices. The remaining 01c-mc100 microclave connectors were damaged typical of access with an incompatible mating device with a male luer inside diameter larger than 0.110". The shinva ande healthcare infusion set has a male luer with an inside diameter that can cause this type of seal damage. The microclave connector should only be accessed with an iso compliant male luer with an inside diameter between 0.062" and 0.110". ICU medical will monitor and trend.

Event description:
Complaint received regarding 5 each microclave connector, report states: leakages; no adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3355383 showed that (B)(4) units were manufactured, tested, inspected and released in november 2016, citing no exception documents.

Event description:
Complaint received regarding 5 each microclave connector, report states: leakages. No adverse patient consequences reported.